Manufacturer narrative:
Additional information: journal pre-proof acceptance was used. The devices were not available; therefore, product testing on these actual devices could not be performed. The device identifiers were not provided; therefore, the device history records for these device lot numbers could not be reviewed. A complaint history review for similar reported issues could not be completed due to the absence of the device lot#. A review of the device labeling was completed. Endophthalmitis, elevated iop, decrease/impaired vision are identified in the labeling as known inherent risks of trabecular micro-bypass stent procedure. The IFU adequately provides instructions for stent implantation, precautions, and warnings for the proper use and handling of the device. An adverse event appears to have occurred, but does not appear to have been a problem with the device or the way it was used. Endophthalmitis elevated iop and decreased/impaired vision are established risks associated with use of the device, which is clearly specified in the product's labeling. Based on the information received, the root cause of the reported event could not be conclusively identified. MFR# reference: (B)(4).

Event description:
The following was reported through a review of the article titled, ¿endophthalmitis following minimally invasive glaucoma surgery¿. Reportedly, of thirteen (13) patients diagnosed with endophthalmitis following minimally invasive glaucoma surgery (migs) procedures, nine (9) cases were following cataract plus trabecular microbypass stent implantation, and eight (8) of these cases occurred in the immediate post-operative period. Additionally, one (1) stent case required an anterior chamber tap postop day one (1) to address elevated intraocular pressure (iop). Through follow-up, the following additional information was provided. Per report, all nine (9) cases required intravitreal tap and injects with intravitreal antibiotics. The report noted that six (6) patients recovered vision with only one (1) having bcva of 20/20, and three (3) patients were hand motion vision with one (1) patient having no light perception vision. Per report, it is indeterminate if the stent or the concomitant cataract surgery was the etiology of the endophthalmitis. Any omitted information was not provided with the additional information received follow request for additional information.